Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "fiber cap detachment" could not be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 122,536 joules of use, "the fiber was rotating in the cap, they stayed together in one piece and we're completely removed from the patient." The fiber tip (cap) was cleaned during the procedure. The procedure was completed utilizing a second fiber at 27,329 joules of use. The fiber tip (cap) was cleaned during the procedure. Patient outcome "ok" reported.